Event description:
This report is addressing the use error issue- the home patient (hp) disconnected the heater line from the bag during therapy. During troubleshooting for an alarm, the hp disconnected the heater line from bag and the let solution spill out. The tsr assisted the hp to end therapy. The tsr advised the hp to start over with new supplies. The hp wanted to use the same solution bags with new set up. The tsr advised the hp he could not reuse the bags, as they are no longer sterile. The hp stated that there was nothing wrong with the bags. The tsr advised hp again that he will have to use new cassette and new bags. The hp agreed. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of use error was confirmed. As per the complaint, the patient stated he disconnected the heater line from bag and let it spill out solution. The assignable cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.